Event description:
It was reported that during a lap sigmoidectomy, a teardrop shaped clip was formed at the firing on the inferior mesenteric artery though the trigger was fully grasped. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed two conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation; in addition, no difficulties to fire were noted during the analysis. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.